Event description:
Essure procedure was done (B)(6) 2012. Pt had some pain on left side which had subsided until recently when pain symptoms re-occurred. An ultrasound done in (B)(6) did not reveal anything. In (B)(6), the pt requested that both essure devices be removed. Her essure physician removed both devices hysteroscopically and then did a bilateral laparoscopic tubal ligation. During surgery, physician found that the device on left side had perforated the fallopian tube. He attributed the essure device as the cause of her pain. Pt pain symptoms have resolved since removal surgery.

Manufacturer narrative:
(B)(4).